Event description:
On (B)(6) 2012, the patient contacted animas stating that down arrow keypad button was unresponsive for the past two weeks. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: there is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was found to be intact; there was no evidence of peeling or tearing. The down arrow keypad button was unresponsive; all other keypad buttons responded to user input. Evidence of contamination was found under all key contacts.